Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer (B)(6) 2019 with blood glucose of 1100 mg/dl. Customer stated that meter was not sending over the number. Customer was in hospital for 4 days. Customer was declined to perform a care link upload. The insulin pump will not be returned for analysis.